Event description:
It was reported that the patient was unable to adjust stimulation with the patient programmer (pp). The reporter indicated that status lights on the pp were green and a double beep was heard when an attempt was made to adjust stimulation up or down. The patient could also not feel stimulation sensation. The patient was reported to have last felt stimulation two nights before the report. A week later, a power on reset (por) condition was reported. It was further indicated that the patient had therapeutic ultrasound on her neck area close to the timeframe of the por. After clearing the por however, patient was able to feel stimulation on the right and left lead. The patient's system appeared intact connectivity wise. The reporter stated that when the battery measurement feature was used, the device was at end of life (eol) and battery voltage was at 2.05v. There was no indication of this battery depletion not being normal. Additional information received approximately 2 weeks later indicated that the patient still had concerns with her device or therapy, but was working with her healthcare provider (hcp) or medtronic representative. An appointment date of (B)(6) 2012 was noted. The reporter stated that the patient needed to have the implantable neurostimulator (ins) "redone" as the battery was dead and was working on a date. If additional information is received, a follow-up report will be sent.

Event description:
Follow up information reported that the patient had their ins explanted and replaced with a rechargeable model. The patient was reported as receiving therapy. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID, 7495lz25 lot# serial# (B)(4), implanted: 2002 (B)(6), product type extension product ID, 7495lz25 lot# serial# (B)(4), implanted: 2002 (B)(6), product type extension product ID, 7435 lot# serial# (B)(4), product type programmer, patient product ID, 3998 lot# la4220, implanted: 2002 (B)(6), product type lead. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 7495lz25, serial# (B)(4), implanted: (B)(6) 2002, explanted: (B)(6) 2013. Product type: extension: product ID 7495lz25, serial# (B)(4), implanted: (B)(6) 2002. Product type: extension.